Event description:
Guidant received info that this bi-ventricular pacemaker system was removed due to an infection. During the replacement procedure, the device was difficult to position, due to the pt's anatomy. This lead was removed and a second lead was then attempted; however, the distal end of the whisper guidewire broke-off and remains within the pt. The lead was then successfully implanted. There were no adverse pt effects reported.

Manufacturer narrative:
A new bi-ventricular pacemaker system was implanted. The guidewire has not been returned for analysis. If the guidewire is returned, this event will be updated.